Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door keeps failing when user tried to recover it was not open up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door keeps failing when user tried to recover it was not open up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-july-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) had investigated a clicking sound coming from a tower door. Troubleshooting led to cleaning the affected area and applying grease as a precautionary measure. The customer then performed a medication inventory, and the device was tested to confirm it met all specifications. The fse also performed a full functional test and ran diagnostics, confirming that the system was operating normally. The system functioned as intended after the field service engineer repaired the device.